Event description:
It was reported that the pt's knee was revised due to osteolytic lesions on the tibial head.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore, the condition of the components is unk. X-rays and surgical notes were not provided; therefore, pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs high impact) are unk. A definitive root cause cannot be determined with the info provided. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation suggests that the event is related to the issues for which zimmer implemented a correction action for in 2007. This corrective action involved enhancing the labeling for the natural knee ii knee system. Reference MDR 1822565-2006-00284 for additional info regarding the corrective action taken. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.